Event description:
It was reported when using the bd pyxis¿ medstation¿ es, multiple users were unable to login to the station and was unable to authenticate. The customer reported that the malfunction caused a delay in dispensing of the medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Correction: imdrf annex g.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple patient¿s login and authentication was failed. The technical support specialist had dialed into the server and restarted the service but still failed to authenticate or login hence had run the log and found out that server control unit usage was around 100% and the random-access memory usage was at 90% which had resulted in the instability of the system. Hence had restarted the structured query language which had successfully normalized the cpu and ram usage to resolve the issue. The system functioned as intended after the technical support specialist had troubleshot the issue of the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, multiple users were unable to login to the station and was unable to authenticate. The customer reported that the malfunction caused a delay in dispensing of the medication to patient. There were no adverse events or injuries reported based on this incident.